Manufacturer narrative:
Conclusion: medtronic cannot confirm or deny the complaint of loose component (leak), per product analysis. As no product has been returned to date. After evaluation, it was not possible to determine, the root cause of this complaint. However, the manufacturing process and equipment parameters were reviewed. And it was identified, all controls are in place to prevent this non-conformance, during assembly. Review of the device history record, found no abnormalities, during manufacturing that would cause or contribute to the reported event. Assembly configuration show to be performed as required, per specification. Pr was opened to proposed adding zip ties to connection in order to strengthen the bonding. Assessment against the medtronic risk management file ¿process fmeca, cps process¿ indicates, that the current risk zone does not exceed the risk zone predicted in the product pfmeca. There were no adverse patient effects, as a result of this occurrence. Medtronic will continue to monitor for future occurrences and trends, per trend analysis procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them, because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom pack, it was reported that the tubing separated from the connector it was attached to mid procedure. The use of device was unspecified.  The customer has stated that they were unable to finish the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was a leak observed. The custom pack was being used for peritoneal lavage. There was no blood loss. There was no transfusion required. There was no damaged noted to the packaging (outer box, inner packaging or sterile barrier). No other devices in the same box/shipping container were damaged. The exact location of affected component in the custom pack is unknown. There was no known impact to the patient.